Manufacturer narrative:
The investigation found that the patient did receive medical intervention to treat the injuries sustained during the event. The device was evaluated by the field service representative and found to have no malfunctions. The customer reported that they would follow up with the emts regarding the operations of the device as the event may have been a result of user error.

Event description:
It was reported that the legs would not lock and the cot allegedly went to the ground with a the patient the patient allegedly received an abrasion on the right elbow and has hip pain. Medical intervention was reported.

Event description:
It was reported that the legs would not lock and the cot allegedly went to the ground with a the patient the patient allegedly received an abrasion on the right elbow and has hip pain. No medical intervention was reported.